Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported issue was confirmed and replicated. In logs, the loud noise/vibration sound was found during sine cycle. Confirming the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where sine cycle and calibration was done, failure analysis retighten axis 2 mech. Cable and once testing was completed, the mtm was tested and was verified to be the source of the fault. As result of these findings, failure analysis was able to conclude that to axis 2 mech. Cable and was found to be the root cause of the reported event. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause based on the findings from fa was attributed to be a cabling defect associated with the axis 2 mech. Cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom and tar surgical procedure, the clinical sales representative (csr) called in to report that the right master tool manipulator (mtmr) was producing noise and vibrating. She stated the issue also occurred a few weeks ago. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer was completing the procedure using the surgeon side console (ssc) 2. No known impact or patient consequence was reported.